Event description:
The patient presented with a total occlusion of the right superficial femoral artery (sfa). The target site was predilated with 5mm pta balloon; however, the proximal residual stenosis did not respond to angioplasty. During predilation of the calcified proximal residual stenosis, a vessel perforation occurred. A gore viabahn® endoprosthesis was deployed which successfully treated the vessel perforation and sfa occlusion. During delivery catheter removal, the catheter¿s distal tip hung up on the proximal residual stenosis causing the delivery catheter's tip to detach from the delivery catheter. The physician attempted to gain distal access to get guidewire and open the residual stenosis with a balloon. The physician was unable to obtain guidewire access through a distal access site or retrieve the catheter's distal tip. The catheter tip remains in the patient. No clinical sequela. The physician does not plan to intervene. The patient was fine post procedure.

Manufacturer narrative:
An image was returned. The available image was received with no patient identifier or date of acquisition inherent within the image.the image provided does not allow for evaluation in relation to the event. Image provided does not allow for evaluation in relation to the event.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Inconclusive - investigation in progress